Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cable of an exacta mix automated compounding device (acd) was damaged. The damage was further described as the wires of the power cable were exposed. The damaged power cable was discovered prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: em 2400, main module (previously submitted as ac pump power cord csa grey). Correction made to d4: catalogue #: 2400m (previously submitted as 400100678). Should additional relevant information become available, a supplemental report will be submitted.